Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16 upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 7082760.

Event description:
It was reported that during a spinal cord stimulation (scs) trial the patient experienced stimulation in a non-target area. X-ray imaging confirmed that both scs leads migrated. The patient underwent an early lead pull in which both leads were explanted. The explanted trial leads will not be returned as they were discarded at the medical facility. The patient was recovering as expected postoperatively.